Event description:
Dealer states the head motor crossover connector and the junction box are burnt and in speaking with the reporter wanted us to be aware that the headboard motor crossover connector and the junction box are burnt and slight spark which caused the bed to be unplugged. No function to the bed and so they installed a semi electric jbox temporarily.